Manufacturer narrative:
It was reported that during procedure the patient experienced hypotension and heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported hypotension and heart block could not be conclusively determined. It is possible that the procedural difficulties to deploy valve at optimal depth may have contributed to heart block; however, this cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The hospitalization, medical and surgical interventions were result of CPR performed and permanent pacemaker implants to resolve the event and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The calcification was minimal. A pre-implant balloon valvuloplasty was performed with a 20mm non-abbott balloon. During procedure, the patient became hypotensive leading to pulseless electrical activity (pea) arrest. The transesophageal echocardiogram (tee) showed large circumferential pericardial effusion (pe) and a pericardiocentesis was performed. The patient was intubated and resuscitated. The navitor valve was rapidly deployed. The pe resulted in sternotomy and repair of left ventricle perforation from the wire. The physician mentioned effusion was cause by a wire perforation prior to any abbott device entering the heart. During valve deployment a cardiac tamponade was noted in the patient. The activated clotting time (act) levels were: 149 at 15:14 prior to introducer sheath insertion, 488 at 15:28 after heparin administration, 143 at 16:21 after protamine administration. The patient got transferred to cardiac surgery intensive care unit (csicu). While recovering from the surgery, the patient developed intermittent high grade atrioventricular (av) block with pauses of 6-7seconds. The patient developed a complete heart block after medical optimization with beta blockers. The patient moved back to csicu and a dual chamber pacemaker was implanted. The patient was reported discharged.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was performed with a 20mm non-abbott balloon. During procedure, the patient became hypotensive leading to pulseless electrical activity (pea) arrest. The transesophageal echocardiogram (tee) showed large pericardial effusion (pe) and a pericardiocentesis was performed. The patient was intubated and resuscitated. The pe resulted in sternotomy and repair of left ventricle perforation from the wire. The patient got transferred to cardiac surgery intensive care unit (csicu). While recovering from the surgery, the patient developed intermittent high grade atrioventricular (av) block with pauses of 6-7seconds. The patient moved back to csicu and a dual chamber pacemaker was implanted.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.